Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was degraded and the air detector had dents. Service history review identified this device was last serviced in dec/2023 and there was no indication the complaint was related to previous service of the device. The event history log was reviewed. Functional testing confirmed the customer reported issue. The investigation found contamination found at dso sensor and at the latch/lock area. The dso sensor, latch/lock, and flex sensor were all replaced.

Event description:
It was reported that the pump latch does not close properly. There was unknown patient involvement.